Event description:
The customer called to report a cracked lcd. The customer stated that they couldn't read the screen. It was stated that the pump was not dropped or bumped. Advised the customer to revert to manual injections, but the customer indicated they would continue using the pump.